Manufacturer narrative:
Physio-control performed an evaluation of the customer's device and verified the reported issue. A replacement device will be provided to the customer. The device was further evaluated and it was found that a cracked/shorted capacitor, designator c181, from the user interface pcb assembly which caused the integrated circuit (uprocessor), designator u27, also on the user interface pcb assembly to not boot which resulted in a lockup condition with a white screen. The root cause was a cracked/shorted capacitor, designator c181. The device was archived by physio-control.

Event description:
The customer contacted physio-control to report that their device could not be powered on and stays on a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.